Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there is a foreign substance attached to the sub-water channel, and the foreign substance may be white crystallized simethicone. Due to leakage from the scope connector, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient prevention measures are described in cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope image blacked out at the end of the procedure. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a contamination in the auxiliary jet channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: remnants of a white crystallized contamination believed to be an infacol (simethicone) type product was evident within the auxiliary jet channel, the light cover glasses were chipped, the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the insertion tube bending section cover adhesive was lifting, the insertion tube protector was worn, the suction connector had water leakage, the plug body connection was unable to connect, the colored ring of the air/water housing was worn, the up/down/left/right angles were not to specification and had play evident, the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.